Event description:
A customer contacted haemonetics on (B)(6) 2010 to request a check of their orthopat machine. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to request a check of their orthopat machine. No donor or operator injury was reported. Upon evaluation of the device the driver several electrical components were replaced including the manifold board, compressor, controller board, and the power supply board. The machine is ready for use. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's service records. No pt or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04-29/2011-001-r. (B)(4).